Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to hospital on (B)(6) 2017 with hypertension related to hypervolemia and symptoms consistent with hemolysis. The patient was treated with a heparin infusion and the resumption of their coumadin, hydralazine and clonidine. Bicarbonate and insulin infusions were added the following day. Of note, the patient is a known non-compliant diabetic. The patient¿s creatinine increased above baseline level on (B)(6) 2017 and diuretics were put on hold. The patient was discharged home on (B)(6) 2017 in stable condition with improved lactate dehydrogenase (ldh), glucose levels and creatinine (creat) levels. The device remains in use. The patient is a participant in the hvad thoracotomy clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date MFR received for the initial report is 2017-10-13. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to hospital on (B)(6) 2017 with hypertension related to hypervolemia and symptoms consistent with hemolysis. The patient was treated with a heparin infusion and the resumption of his/her coumadin, hydralazine and clonidine. Bicarbonate and insulin infusions was added the following day. Of note, the patient is a known non-compliant diabetic. The patient¿s creatinine increased above his/her baseline level on (B)(6) 2017 and diuretics were put on hold. The patient was discharged home on (B)(6) 2017 in stable condition with improved lactate dehydrogenase (ldh), glucose levels and creatinine (creat) levels.